Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pump alarmed and the tubing was dry through the cassette, the pump indicated that 10.5 ml remained. Based on the hookup time on 9/25 and the alarm time, the pump seemed to alarm approximately two hours early. The end of the cadd pump tubing connects directly to a needleless connector at the end of the port. There was no patient harm/adverse event reported.